Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 13 mg/dl. The customer was not connected during the manual prime. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was not comfortable with the insulin pump because she began experiencing high blood glucose levels after being in the hospital for low blood glucose levels. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.